Event description:
It was reported that the customer's insulin pump was alarming button error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons were functioning properly and no damage on the keypad assembly noted. No button error alarm observed. Inspected the connector on the lcd and no unlock keypad connector found. The device was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.